Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a pairing issue between the pump and the mobile device application. The customer stated that the battery lasted about 3-4 weeks and lost settings, and carb ratio, but didn¿t accept it. The customer observed scratches, buttons harder to press now and then loses quick set bolus setting and the motor had a little louder than usual. Troubleshooting was partially performed and the issue could not be resolved. The customer reported no adverse event. The event involved product(s) mmt-6102 and mmt-1715kl. The customer reported a short battery life or a low battery alarm. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. The customer reported being unable to exit the load reservoir process. The customer reported that their bolus wizard estimate value is not correct. The customer confirmed that the pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. No product return was required for mmt-6102. No product return was required for mmt-1715kl.